Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found 1c 0 errors in the logs. The fse confirmed atmospheric and shuttle transducer calibration, checked fiber optic output, and the purged system of condensation. The fse could not reproduce the error. The fse performed full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.